Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported a cluster of four patients who experienced adverse events after procedures using olympus colonoscopes and/or gastroscopes over a 21-day period. Case with patient identifier (B)(6) reports patient 1 of 4. Case with patient identifier (B)(6) reports patient 2 of 4. Case with patient identifier (B)(6) reports patient 3 of 4. Case with patient identifier (B)(6) reports patient 4 of 4 (this report). The customer reports, 36 minutes after a colonoscopy procedure using an evis exera iii colonovideoscope, the patient experienced elevated b/p (265/89), tachycardia (rate not provided), shivering, and feeling cold. Oxygen was administered (rate not provided) and IV fluids were given. No information was provided regarding medications administered pre-op/intra-op/post-op when requested. The patient's current condition is reported as stable. The intended procedure was completed with the subject scope. There was no malfunction of the olympus scope during the procedure. The customer is unable to rule out of the scope caused or contributed to the symptoms experienced by the patient.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported. Device history record (DHR) review: olympus confirmed via DHR that the subject device satisfied specifications and shipped out from the factory. The instructions for use )IFU) shipped with the device provides the user the following information related to the reported event: ¿applicability of endoscopy and endoscopic treatment if there are official standards on the applicability of endoscopy and endoscopic treatment that are defined by the hospital¿s administrators or other official institutions, such as academic societies on endoscopy, follow those standards. Before starting endoscopy and endoscopic treatment, thoroughly evaluate its properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks. Fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place, and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient. Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits.¿ the definitive cause of the reported event could not be established. The following points were considered: olympus was not able to confirm the obvious causal relationship between the subject device and the suggested event since failure of the device was not reported. Meanwhile, the procedure was performed for the indication of rule out (r/o) crohn's disease. The indication may have affected the suggested event. We learned the following from the user¿s information. There was no malfunction of the device during the procedure. The patient underwent colonoscopy for the indication of r/o crohn's disease. No patient infection was not reported. The user alleged 4 similar complaints. Device differs for every complaint. IFU states as below: perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.